Manufacturer narrative:
This report is submitted on may 25, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site on (B)(6) 2021, and subsequently was treated with antibiotics (specific date, type and duration not reported).